Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
The hyaluronidase treatment was with hylase and symptoms have resolved.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pain, tenderness, duskiness, lump, blanching, discoloration, vascular event, ulcerated areas and tingling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of pain, ischemia, tingling, ulceration, skin discoloration and skin irritation: "contra-indications do not inject juvéderm® voluma®xc into blood vessels (intravascular). Juvéderm® voluma®xc must not be used in immediate association with laser treatment, deep chemical peeling or a dermabrasion. In the case of superficial peeling, it is recommended not to inject it if it provokes a serious inflammatory reaction. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week. Haematomas; indurations or nodules at the injection site; staining or discolouration in the injection area; the distributor and/or manufacturer must be informed about any other undesirable side effects linked to the juvéderm® voluma®xc injection.

Event description:
Healthcare professional reported injecting a patient with juvederm voluma xc in the lateral jawline, succous, marionettes and oral commissures. In the evening, the patient developed intense tingling pain in the upper lip, tongue, gums and jawline. The next morning, the patient was reviewed by a physician and still had pain and tenderness in the "left angle jaw," tingling on the tongue and left lower lip, "duskiness" in the "left upper and lower lip" along with the "left upper gum." There was a tender "lump" on the "left angle jaw" which was noted as a possible "vasc[ular] compression." A different healthcare professional treated the patient with hyaluronidase and massaged the area. Moments later, the "dusky skin appearance resolved" and the "gum looking more vascular." The treating healthcare professional was "able to get blanching refill" but "still had a "mild discoloration." Patient was reviewed again following morning after the "vascular event." There was still "slight discoloration of upper lip" and the tongue was still "painful" with "2 small ulcerated areas back of the tongue" on the left side. The pain in the "lips and tongue has decreased." There was no longer any "lump" in the "left angle jaw." Patient was given additional treatments with hyaluronidase and a massage. There was "blanching with refill good." Symptoms are ongoing.